Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: the lot was manufactured between may 21, 2023 ¿ may 23, 2023. H11: the actual devices were discarded; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and no leaks were observed for all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.